Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) 1 mg/ml at unknown dose via an implantable pump for malignant pain. It was reported that the patient came in for a routine refill and expected 8.2ml and got back less than 1ml (only bubbles). The hcp stated he had never had a volume discrepancy issue with this patient, nothing was showing up in logs and patient did not have personal therapy manager (ptm). The hcp stated this patient was asymptomatic. The hcp also stated he applied negative pressure and was still unable to get anything out. The hcp then refilled the patient (not under fluoro) and was able to fill the 40ml pump with the usual 20ml that he typically fills for her since the drug concentration and dose are very low. The hcp stated he then aspirated and refilled just to make sure he was in the reservoir.